Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Zimmon double pigtail gastro-pancreatic prosthesis, folded and broken during assembly on the guide wire. Impossible to insert "as per cc form": zimmon double pigtail gastro-pancreatic prosthesis, folded and broken during assembly on the guide wire.impossible to insert. 1. What was the size of the wireguide used in the preparation stages? I don¿t know 2. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. I don¿t know 3. Was the wire guide lubricated prior to use? Yes 4. Was the wire guide inspected for damage prior to use? Yes 5. Was the device at the centre of the complaint inspected for damage prior to use? Yes 6. Were any other defects observed on the device prior to return (other than the reported complaint issue? I don¿t know 7. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? I don¿t know.

Manufacturer narrative:
Device evaluation: 01 unit of lot of ebd-7-4 was returned was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 05 feb 2026. Refer to the product return object (B)(4) examination of returned device field for lab attendance and lab evaluation notes. The returned device lab examination findings and observations can be referred through attached photos. Visual inspection: stent returned with pigtail straightener in the correct orientation. Catheter returned. Stent examined and kinks observed on the 01st and 02nd sideports of the tapered end of the pigtail curl. No break or compression observed on the stent. Functional inspection: 0.035 inch wire guide does not pass through the kinks. The reported failure was not observed. Manufacturing records: prior to distribution, all zebd-7-4 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-4 device of lot number did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zebd-7-4 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause may be attributed to the stent becoming kinked during handling upon removal from the packaging or during the straightening process as the pigtail curl was being unfolded and straightened with the pigtail straightener resulting in subsequent kinks forming. There was no break or fold observed on the returned device but kinks which likely contributed to the reported difficulty of inserting the wire guide through the stent. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, zimmon double pigtail gastro-pancreatic prosthesis, folded and broken during assembly on the guide wire. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause may be attributed to the stent becoming kinked during handling upon removal from the packaging or during the straightening process as the pigtail curl was being unfolded and straightened with the pigtail straightener resulting in subsequent kinks forming. There was no break or fold observed on the returned device but kinks which likely contributed to the reported difficulty of inserting the wire guide through the stent.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 25-mar-2026.